Event description:
It was reported that the pulse generator exhibited backup vvi operation and could not be interrogated. After a software download, the device was restored and functioned normally. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.